Event description:
It was reported that a patient had the intraocular lens (iol) implanted on (B)(6) 2013 and later observed that the lens had rotated 45 degrees. The patient was stated to be happy and her visual acuity was 20/40 -1. It was later reported that the lens was repositioned in a secondary procedure on (B)(6) 2013.

Manufacturer narrative:
Date of event: (B)(6) 2013. It was later reported that the lens was repositioned in a secondary procedure on (B)(6) 2013. Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and showed to be within specifications. The batch passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Placeholder.